Manufacturer narrative:
(B)(4). Ealuation: results: dissection, mi.

Event description:
A 2.5mm diameter x 30mm length (MFR # 2953200-2010-01854) and a 3.0mm diameter x 24mm length (MFR # 2953200-2010-01855) endeavor sprint rapid exchange (rx) drug-eluting coronary stents were deployed with overlapping in the mid lad of a pt. It was reported that a dissection of the second diagonal and significant pinching of the large second diagonal branch occurred during procedure. It was also reported that the pt experienced a nstemi event post procedure. Prolonged hospitalization was required. The pt is reported to be recovered and no other clinical sequelae were reported.